Event description:
It was reported that the procedure was to treat a concentric lesion in the distal left anterior descending artery with mild tortuosity, heavy calcification and 90% stenosis. A 2.0x15mm rx mini trek balloon dilatation catheter was prepped and soaked outside of the patient anatomy, advanced without resistance and inflated; however, the balloon ruptured during the first inflation at 7 atmospheres. The device was removed without resistance and a 2.5x15mm non-abbott balloon catheter was used to perform pre-dilatation without any issue. The procedure was completed after a 2.5x33 mm xience xpedition stent was implanted. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.